Manufacturer narrative:
Continuation of d10: product ID 8731 lot# unknown serial# unknown implanted: unknown explanted: not applicable product type catheter h6 update: the previously applied annex code f1905 was replaced with f1901 regarding additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump was replaced due to normal elective replacement indicator (eri) and all the process was smooth and normal. However, a week after the replacement the surgeon noticed some clear fluid leaking from the wound, and after that the patient was conducted another time in the operating room (or) to fix the possible leakage. The surgeon confirmed that the catheter was disconnected. The connection issue was noted on (B)(6) 2025. After the second surgery, the patient's recovery continued without problems. It was further clarified that the system was not revised (explanted), but the surgeon instead reconnected the catheter. External/environmental/patient factors that may have caused or contributed to issue were unknown; however, it was further indicated that the cause was probably a bad connection performed at the moment of the pump replacement performed for eri on (B)(6) 2025. The patient¿s age at the time of the event was unknown. The catheter serial/lot number associated with the event was unknown. The catheter implant date was unknown. The event including swelling and underdose had been resolved. The catheter would not be returned to the manufacturer as it remained implanted and in-service.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient had a baclofen pump implant, whose pump was replaced last week due to battery depletion. A few days later, the patient reported swelling of the abdominal wound and leakage of fluid from the wound, identified as baclofen. It was further reported that baclofen underdose occurred after pump replacement. The date (B)(6) 2025 is considered an approximate date of event (specific month and year known only). It was suspected that the connection between the pump and the catheter was not properly secured, resulting in a leak. The patient was seen again at the hospital on (B)(6) 2025 for a system revision.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# unknown implanted: unknown explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown b3: the date 2025-oct-12 is considered an approximate onset / date of event (specific month and year known only). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.